Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during open heart surgery, the device failed to discharge via internal paddles. Complainant indicated that the clinician obtained another device and internal handles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was duplicated.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device, associated multifunction cable and internal handles. The device and associated accessories were put through extensive testing including bench handling, stress testing, and impedance testing without duplicating the reported malfunction. The device was recertified and returned to the customer. Review of the device logs shows one instance of the device shock button being pressed instead of the paddle buttons, but the device prompts the user to use the paddle discharge buttons as expected. Once the paddle buttons are pressed, the device discharged. The log shows that the device performed as designed when the proper criteria was met. No trend is associated with reports of this type.